Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin and ceftazidime injections (ongoing) for peritonitis. The patient was discharged 2 days after hospitalization and was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: on an unknown date, antibiotic treatment were discontinued and the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.